Event description:
The customer reported via phone call that he was experiencing a high blood glucose and an unexpected restart alarm. Customer also had an external ram error alarm. Customer stated that the plunger will slow down but not stop, making insulin come out quickly. Customer stated that he has to place a finger in the chamber and press the piston to slow it down before placing in a reservoir. Customer also had a failed battery test during normal use. Customer stated that the pump resets about twice and he has to set the date and time. Customer stated that the pump was not stored or not in use for an extended period of time. Customer stated that the unexpected restart is recurring during normal pump use. Customer also stated that the insulin was squirting out during the manual prime process. Customer declined to troubleshoot for the failed battery test and battery out limit alarms. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had alarmed compromised force sensor system during prime test due to faulty force sensor system. The rewind, basic occlusion, occlusion, and excessive no delivery tests were not performed due to the alarm. The device passed the self-test and unexpected error test, no alarms occurred. The device was received with normal operating currents. The device was monitored for several days and no failed battery test or battery out limit alarms occurred during testing. The following cosmetic damage was noted: cracked reservoir tube lip, minor scratches on the lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube window cracked.